Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "sterile packaging faulty. Bohrlochumlenker not in, but next to the second sterile packaging. Fell directly to the op floor at op. Two sterliltütchen lying under the free handlebar. "

Manufacturer narrative:
We have not received any product for further investigation. No further action is required.